Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/08/2011. One actual sample was received for the reported condition of a cut near a check valve. A visual inspection determined all components were present, in the right position and complete. The sample was then submitted for an underwater pressure test and the reported condition was confirmed. Although the reported condition was confirmed, the root cause of this condition could not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a continu-flo solution set in which a "cut near a check valve" was detected. The reporter stated that it appeared the cut could have possibly occurred during packaging. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.